Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 episodes of inappropriate therapy, each with 3 anti-tachycardia pacing (atp) and 1 shock. Boston scientific technical services (ts) recommends changing the rhythm match percentage to make more beats correlate in the future, the representative will consult with the physician. Therapy was not exhausted and the device remains in service. No additional adverse patient effects were reported.